Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The master tool manipulator (mtm) was analyzed and found to have no functional issues when installed on an in-house system. Upon visual inspection, no issues were found that would be related to the reported event. A review of the logs showed an intermittent error pointing to the connection embedded serializer in master base (esmb). The mtm passed all relevant testing, but the issue was confirmed as happening in the field. The embedded serializer in master base (esmb) printed circuit assembly (pca) and main wire harness were found to be consistent with the error. The remote arm controller (rac) pca was analyzed and had no functional issues when installed on an in-house system. The rac was power cycled 10 times and left to idle without any issues.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse went on site and confirmed the error pointing to the master tool manipulator (mtm) #2 and remote arm controller boards (rac). The fse replaced mtm #2 and rac parts to resolve the errors. The system was tested and verified as ready for use. Isi did not receive a da vinci product involved with this complaint to perform failure analysis.

Event description:
It was reported that during the start of a da vinci-assisted surgical procedure, errors on the surgeon side console (ssc) had reoccurred. Before calling an intuitive surgical, inc. (Isi) technical support engineer (tse) for assistance, the system had been restarted 3 times by the customer. The tse explained that the error might become permanent and that before the pending service repair, no improvement could be expected and the only possible way to clear the error messages (temporarily) was another system restart. Another error also reoccurred during the phone call. The customer elected to convert the procedure to traditional laparoscopic surgery. Isi obtained the following additional information regarding this event: the robot malfunctioned and was restarted three times during the setup and draping phase. The surgeon had only insufflated the abdominal cavity and made the first incision corresponding to the optics location when the robot malfunctioned again. No cannulas were inserted, and the procedure was immediately continued laparoscopically. Following the conversion to traditional laparoscopic surgery, the initial incision for the optics was enlarged and used for the laparoscopic optics. The patient tolerated the conversion to traditional laparoscopic surgery well.